Event description:
The home pt (hp) reported experiencing shortness of breath while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals that the hp had been experiencing shortness of breath thoughout the day in 2004 and one day later; however, the hp had refused to seek medical attention. The hp experienced shortness of breath during apd therapy in dwell 4 of 4 and the hp's spouse contacted baxter operational support in order to discontinue therapy early. The hcp relates that one day later, the hp was hospitalized due to a massive heart attack. According to the hcp, the hp did not recover and was placed on life support systems. Fourteen days later, the hp's family agreed to discontinue life support and the hp subsequently expired.